Event description:
The pt is a (B)(6) year old male with history of hypertension and hyperlipidemia. He was admitted for chest pain and pt was noted to have periods of bradycardia lasting a few seconds on the monitor. Multifunctional electrode pads were applied to the pt and connected to a biphasic monitor defibrillator pacemaker in anticipation of transcutaneous pacing. An rn performing a routine defibrillator check unintentionally delivered 150 joules to the pt as the pt's electrode pads remained connected to the defibrillator. The rn did not check the connection of the pads to the defibrillator prior to testing. The pt experienced transient chest pain and due to the shock that resolved quickly without intervention. Pt was kept in ed all night for observation. Transcutaneous pacing was never required during the hospital stay.